Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remained at the nursing facility and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture data and usage of device: monitor (B)(4): 01/2010 - reuse. Electrode belt (B)(4): 10/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the b6 ((B)(6) per patient-month with (B)(6) confidence). (B)(6).

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. A review of the ECG data reveals that the patient was in a sinus rhythm at 90 bpm with motion artifact prior to the treatment. The post shock rhythm was a normal sinus rhythm at 99 bpm. Per the download data the patient received a 92 j shock was likely due the electrodes not having proper contact with the patient's skin, indicated by the high impedance and motion artifact. The patient was at a nursing facility at the time of the event. The response buttons were not used during the entire event. The patient remained at the nursing facility and continues to wear the lifevest.